Event description:
It was reported that during a da vinci-assisted simple transabdominal prostatectomy surgical procedure using an xi system, recoverable faults occurred on universal surgical manipulator (usm) arm 1, prompting the customer to disable the affected arm in order to complete the procedure. System logs confirmed the errors reported by usm1 axes controller spar (acs), axes controller, carriage (acc), and axes controller, motor (acm). The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed in system logs, the 319 error was found indicating a node not found issues on the (axes controller carriage) acc confirming the fault occurred in the field. Upon visual inspection, damage was found with rolling loop fiber that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards present was found to be failing on the rolling loop for power reading at lower than 75 on acs rxdown. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The complaint regarding recoverable faults was confirmed by failure analysis. The probable root cause is attributed to communication failure pertaining to the rolling loop fiber assembly of the usm.

Event description:
Refer to h11 for follow-up information.